Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was no suitable target vein and the lead could not be fixed well and dislodged many times. The lead was not used. An additional lead was attempted, but also could not be implanted due to patient anatomy. No patient complications have been reported as a result of this event.